Event description:
A system operator reports the laser stopped firing during a procedure. The system operator was advised by technical service support to abort the procedure and restart the surgery. This was successful and the procedure was completed. No further information was provided by the facility.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the field service engineer (fse) was unable to duplicate the laser not firing issue; however, the fse did identify the event in the surgery database. No parts were replaced or returned for evaluation and a successful system verification was performed. Additional information was requested on 10/31/2006. 11/01/2006, 11/06/2006, and a questionnaire was sent on 11/07/2006. We have received no response to date. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron. This report mailed in to FDA on: 06/24/2008.